Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. Customer left pump connected to working outlet for an extended period until pump began charging.